Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264 mg/dl. Reportedly, the cause of the elevated bg level was due to over-snacking and is not related to the pump or supplies. The customer delivered a bolus to stabilize bg level. Additionally, it was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's bg level was not impacted due to the malfunction alarm. It was confirmed that the customer had an alternate method of insulin delivery available.